Event description:
It was reported to globus that left side l5 screw was fractured in two places. Initial surgery took place (B)(6) 2009 for a bilateral de compressive laminectomies at l3, l4, l5 and l5-s1 at three levels from l3-l5, bilateral posterolateral fusion at l3-l4 and l4-5; transforaminal lumbar interbody fusion at l3-4. Pt developed pain, and diagnostic imaging was performed on (B)(6) 2009 revealing no fracture or dislocation seen. CT lumbar myelogram was performed on (B)(6) 2010 no abnormality noted. Another imaging took place on (B)(6) 2011 where left screw at the l5 level is broken in two places. Revision surgery took place on (B)(6) 2011 for broken screw on left at l5 and pseudoarthrosis of l4-l5.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation however, a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The broken screw was not returned for evaluation, and there was no indication of any trauma or force which may have contributed to the breakage. We are unable to determine the exact cause of the breakage.